Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging headache. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headaches. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. During the investigation, the manufacturer used a known good power supply and power cord to confirm the device powered up and provided airflow. During review of the error logs, it was determined that the device was likely reset prior to the manufacturer's receipt due to the machine having 2689. There was one instance of e-130, a reboot error related to the electronic board. This error did not repeat with continued usage and does not impact this investigation. The manufacturer observed an unknown contaminant on the sd cover flip door, on the top enclosure, and in the blower box at the air inlet. The plastic coating on the flip door appeared to have been picked or melted off. An unknown dust contaminant was observed inside the iso port of the rear panel, on the front panel, rear panel, bottom enclosure, blower, blower seal, and blower box.  A piece of paper-like substance was observed on the blower box. A keratin-like substance was observed on the blower box outlet.  The manufacturer concludes there was no evidence of sound abatement foam degradation. Section d5 operator of device has been corrected and updated in this report. Sections d8, d9, h2, h3, and h6 were updated.